Event description:
Co's rep is reporting that during a sad procedure a portion of the distal tip of a lp suction electrode was found to be missing when the device was removed from the pt's body. The facility used another same device to conclude the case successfully without further incident. The facility is reporting no pt consequences.